Event description:
A vaxcel pasv PICC was placed for therapeutic purposes on an unknown date. Approximately four weeks later, in 2004, it was reported that a leak was noticed during flushing. The leak occurred at the point where the suture wing attaches to the catheter. The PICC line was replaced.